Event description:
The advocate tested her blood glucose and received a reading of 62 mg/dl using her contour ts meter. She retested using the customer's contour and received a reading of 107 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have the contour strips with her at the time of the call. So that information could not be obtained. The test strips are to be returned for evaluation. Replacement test strips and a coupon for a replacement meter were sent to the customer.